Event description:
During the atrial fibrillation procedure, the sheath valve was leaking blood. The device was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 14f fast-cath trio hemostasis introducer sheath was received for evaluation. The dilator was also received. The reported event of a leak could not be confirmed. The introducer was flushed with fluid; no resistance or functional anomalies were noted. The introducer passed aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.